Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded multiple high, out of range shocking lead impedance measurements. Pocket manipulation resulted in noise being recorded on the shock channel. Additional shocking lead impedance tests resulted in varying measurements from good to high and out of range.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) recorded multiple high, out of range shocking lead impedance measurements. Pocket manipulation resulted in noise being recorded on the shock channel. Additional shocking lead impedance tests resulted in varying measurements from good to high and out of range.

Manufacturer narrative:
Technical services discussed the possibilities of connection issues. An invasive procedure was performed and the df-1 negative setscrew was found to be loose. The setscrew was tightened and subsequent shocking lead impedance measurements were good. This crt-d remains implanted. No additional information is available at this time. This event will be reopened if additional information is received. Six years later, the device was explanted and returned for testing. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.